Event description:
It was reported that during the interventional procedure in the distal left circumflex coronary artery, a perforation occurred. A graftmaster stent was advanced to treat the perforation, but it could not reach the lesion due to anatomy. It was removed and a non-compliant balloon was used, with a long inflation time, to successfully seal the perforation. There was no adverse patient impact and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was found that the graftmaster was unable to cross the lesion due to the moderately tortuous and moderately calcified coronary anatomy. The non-compliant balloon that was used to seal the perforation was a trek.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device could not confirm the reported failure to advance. There was there was no damage noted to the stent implant. The balloon was tightly folded. There was no damage noted to the stent delivery system. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.